Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead capture thresholds were high. Settings were adjusted in order to ensure a proper safety margin and the lead is still in use. The patient is enrolled in the universal antitachycardia pacing 2.0 ((B)(4)) study. No patient complications have been reported as a result of this event.